Manufacturer narrative:
Evaluation summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited cross-chamber oversensing of p waves with evidence of intermittent av block resulting in dropped r waves. It was also reported that the lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.